Event description:
It was reported that during preparation for a paroxysmal af electroporation the farawave 31 mm - ous catheter was intended to use, the catheter box was open, and the catheter case was damaged. No more information available. The device is not expected to be returned. It was further reported that the sterile cover was compromised. The problem was identified before a procedure and there was no patient involved at the time.

Manufacturer narrative:
The device had not been returned for analysis; however, images of the damaged packaging were provided. Based on the images provided investigators were able to confirm the device's packaging had been damaged. The cause was determined to be due to transport/ storage as there was no indication that the box would have left manufacturing in a damaged condition.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure to treat paroxysmal atrial fibrillation, the box that contained the farawave pulsed field ablation catheter was opened, and the catheter was found to be damaged. Additionally, the sterile cover was compromised. There was no patient involvement, and the device is not expected to be returned for analysis.